Event description:
This ra lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2017. A product experience report was received on 09/05/2017 noted that this lead had insulation damage. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).